Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal fentanyl (5 mg/ml, including patient activations: 1.4 mg/day) via an implantable infusion pump. The indication for use was not noted. The lot number, concomitant drug list, and the patient age/weight/medical history were listed as unable to obtain. It was reported that on approximately (B)(6) 2016, the patient heard beeps; however, did not know where they were coming from. The patient experienced a return of pain state. Upon telemetry review, the pump returned in "shelf state (reinitialization (B)(6) 2016)". Upon review of the logs, on (B)(6) 2016 at 14:50 three messages simultaneously occurred. A message noted that the reset was complete. Another message indicated that a low battery reset occurred. The third message, indicated that pump was in safe state. The pump was replaced on (B)(6) 2016. The issue was resolved and the hcp had no further information. The patient status at the time of the report was a"live no injury". The device was returned and received for analysis.

Manufacturer narrative:
Upon device return, analysis found the battery's impedances exceeded the upper limit. The battery impedances is related to the root cause of the low battery reset. As a result, the pump went into safe state.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.